Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with chest discomfort and nuclear stress test revealed abnormal. Per coronary angiography reports, medications were administered and percutaneous coronary intervention was scheduled for the chronic total occlusion noted in distal lad. In (B)(6) 2013, the patient on a follow up visit had angina twice a week since his visit for chest discomfort in may 2013. Ten days later, the 100% stenosis noted in distal lad was treated with pre-dilatation, placement of 3 (2.25 x 32 mm, 2.5 x 38 mm, 2.5 x 20 mm) promus element stents in an overlapping fashion and, post-dilatation with 0% residual stenosis. Promus element 2.25 x 32 mm stent was unable to cross the lesion located in distal lad. To pass the stent, pre-dilatations were performed using apex monorail 2.5 x 40 mm, maverick 2.0 x 9 mm and nc quantum apex 2.25 x 12 mm. Finally the stent was deployed. And also, per core lab report: patent stent at follow-up. Remote target vessel revascularization to distal lad.

Event description:
(B)(4). Same case as: 2134265-2013-05956. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. In (B)(6) 2013, the patient presented for chronic total occlusion of the distal left anterior descending artery. Pre-dilatation using a 2.5x40mm apex monorail balloon was performed during which a subintimal dissection occurred. A 2.75x20mm nc apex balloon was dilated at 24atms and ruptured. Successful recanalization was completed. The event was resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).